Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set tubing detached event on 30-jun-2025 from close to site. The insertion site was the abdomen. Infusion set was used for less than one day. No further information available.